Manufacturer narrative:
This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. H11: additional manufacturer narrative: article citation: stathogiannis k, chrissoheris m, katsianos k, grammata v, dimas a, spargias k. Basilica with adjunctive coronary protection enabling valve-in-valve transcatheter aortic valve implantation. J invasive cardiol. 2025;37(12). Doi:10.25270/jic/25.00380. The device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the article received from greece "basilica with adjunctive coronary protection enabling valve-in-valve transcatheter aortic valve implantation", the following event was identified as related to an edwards device: this 81-year-old patient with a 3300tfx19mm valve implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of ten (10) years due to severe aortic stenosis (vmax 3.5m/s; mean gradient 28mmhg; ava 0.7cm2), with mild paravalvular leak and preserved ejection fraction. The patient presented with dyspnea and nyha class iii symptoms before the reintervention. Basilica procedure was performed and a 20mm transcatheter valve was implanted within the edwards surgical valve, and the patient recovered uneventfully and was discharged home three days after.